Event description:
A caregiver reported a sensor error message with the adc device. As there were no sensor readings available, the customer became hyperglycemic and required treatment of insulin (dose/type unknown) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is 30-jun-2022. The adverse event associated with this complaint case occurred on (B)(6) 2022, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.